Event description:
It was reported that the device received an alarm error code message. The error code displayed was 200.5040. There was no patient involvement.

Manufacturer narrative:
The customer reported problem of error code 200.5040 was confirmed. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. There was no patient involvement.